Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1064 - veritas, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant. It was reported that on (B)(6) 2025, the patient's heart rate was 133 bpm sinus tachycardia on telemetry monitor. Patient had no complaints of dizziness or chest pain. The patient was later admitted to the emergency department on (B)(6) 2025 for atrial fibrillation with rapid ventricular rate (rvr). Patient was admitted to the hospital on (B)(6) 2025 and discharged on (B)(6) 2025. Patient was administered intravenous bolus of cardizem, started on a cardizem drip, and converted to sinus rhythm. Patient also noted an episode of diarrhea prior to hospital admittance. Patient complained of dehydration as well. Patient did not believe digoxin improved her symptoms.

Event description:
N/a.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.